Event description:
Caller stated that she placed a (B)(6) flexible fabric xl bandages on a wound, the next day the skin under the bandage is severely burned which is still hurting and in a lot of pain.